Event description:
It was reported that a hemorrhoidectomy procedure was performed in 2004. The surgery was performed successfully. It was not necessary any extra suture, however the pt had an intense bleeding 12 days post-operatively. The pt went to the hospital, their hematocrit was 14.6 and in the next day was 12 due to intensive anal bleeding. Dr performed a colonoscopy and found absence of staple line in the position of 6 o'clock. The pt underwent a second surgery and doctor strengthen the suture line. The pt was hospitalized for 8 days. There were no further complications to the pt. A medical consultant reviewed this event in 12/04. In the consultant's medical opinion, the staple lines typically begin to heal 5-6 days post operatively. Therefore, it could not be concluded as to what may have contributed to the post operative bleeding.